Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he had some issues with sensors. The customer reported that this morning at 3 o'clock finger stick was 111mg/dl. Also sensor glucose was 359mg/dl when blood glucose was 401mg/dl. The patient declined to troubleshoot for high blood glucose and treated it. The customer reported that he had an insulin pump and was having highs and lows and there was a significant difference. The insulin pump will not be returned for analysis.